Event description:
The report received via review of a journal article indicated that, a cypher stent was implanted at the left cerebral artery and a second cypher stent was implanted at the basilar artery. Immediately after the procedure, the pt experienced an episode of dizziness with diplopia, which resolved in 30 min. MRI and other testing revealed acute small infarction and petecheal hemorrhage in the cerebellum. Pt's symptoms resolved and cerebellar perfusion improved post-procedure. Prior to hospital admission, the pt was started on aspirin 100 mg/day, warfarin 5 mg/day for 2 weeks, due to the risk of cerebrovascular disease. The pt had 2 to 3 min-lasting intermittent vertigo and abnormal sensation on right arm and perioral area. On pysical examination, pt had no neurologic deficits. Magnetic resonance angiongraphy clearly showed 80% luminal stenosis of the basilar artery.